Event description:
On (B)(6) 2011, leica microsystems received a complaint from cockerell & associated located in dallas tx regarding sub-optimal processing resulting in soft, mushy tissue from a protocol run on (B)(6) 2011 using peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems was advised that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. On-site assessment of the operation and function of the instrument and download of the instrument logs was conducted on (B)(4) 2011 by a leica field service engineer (fse). The fse found a small leak in the rotary valve (rv) during the reagent line purge valve test. The purge valve was replaced on (B)(4) 2011 and the subsequent results for all performance tests were satisfactory. The logs show that bottle 7 (ethanol) was removed from the instrument for 3 minutes at 16:06 pm on (B)(4) 2011. The logs show that when re-inserting bottle 7 into the instrument at 16:09 pm, the user affirmed that the contents of the bottle had been replaced, that the default concentration was not to be set and then set the station concentration to 100%. The logs also show that the calculated ethanol concentration of the reagent prior to replacement was 86.19%. The user manual contains the following specific warning regarding replacing reagents: "... Always update the station details correctly... Failure to follow these directives can lead to tissue damage or loss." A hydrometer reading of the reagent concentration in bottles 3-10 inclusive by the complainant and the global technical support shows that the ethanol concentration calculated by the peloris software was 99% and the measured concentration was 80%. Bottle 7 was used for the final dehydrating step in the affected protocol. The minimum required concentration is 98%, and the consequences were re-introduction of water into the tissue which is not displaced in subsequent steps and reagent contamination, leading to the sub-optimal processing reported.